Event description:
It was reported that the patient had their neurostimulator replaced on (B)(6) 2011 due to a failure to keep a charge. It was noted that it was not flipped at the replacement surgery but was in an overdischarge condition. Prior to the surgery, the manufacturer representative had tried to obtain a normal charge but was unsuccessful. After the replacement surgery, the patient was reported as getting good coverage. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had complained of difficulty recharging for a month, and had never been able to obtain coupling. The hcp felt that the device was flipped. It was believed that a power-on-reset was attempted before the device was replaced. The hcp replaced the neurostimulator with a larger battery and revised the pocket slightly so that it was not too deep. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712 (B)(4) determined there was reduced battery capacity due to an overdischarge with no significant anomaly. Good, stable output was found on electrode pairs on the ins had when received. Good, stable output was found on all electrode pairs. According to the trace report obtained from the ins, the total recharge count was 48. The typical charge duration was 0.8 hours, interval 1.6 days and typical coupling was 75%. The last recorded recharge session done while the device was implanted was on 2011-(B)(6). The device was recharged for 51 minutes. The battery charged from 3.165 volts to 3.175 volts. Using the longevity calculator, the expected life based on the parameter information in the initial review, (group a), was 3.65 days for low and 4.87 days for empty. The ins was recharged for analysis. The recharger had full coupling with a 1 cm spacer between the antenna and the ins. The ins recharged for 10 hours and 15 minutes from 2.830 volts to 4.015 volts. Analysis of accessory kit plug model 3550-09 lot # unk determined no anomaly was found.

Manufacturer narrative:
Lead model 3587a, lot # l95591, implanted: (B)(6) 2002, explanted: na. Neuro adaptor model 74001, lot #n240147, implanted: (B)(6) 2010, explanted: (B)(6) 2011. Neuro adaptor model 3550-09, lot #lc0465, implanted: (B)(6) 2005, explanted: na. Extension model 7495-51, serial # (B)(4), implanted: "(B)(6) 2022", explanted: na. Recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.